Event description:
It was reported that the patient lost a significant amount of weight in the last couple years on purpose. The patient felt ¿the implantation device like on her skin more.¿ the neurostimulator had moved and the doctor had to ¿press down hard on patient¿s stomach¿ to find the device. It was also reported that the patient experienced return of symptoms. The patient had always had nausea, but the nausea increased. The patient also had a ¿bloated like gurgling feeling¿ like she was not having any treatment or she did not have the device working. The patient was scheduled for an appointment with her healthcare provider on (B)(6) 2013 to have the implantable neurostimulator checked out. It was noted that the patient had ultrasound and cat scan done for her salivary gland in her neck.

Manufacturer narrative:
Product ID neu_unknown_lead, serial# (B)(4), implanted: 2001 (B)(6); product type lead product ID neu_unknown_lead, serial# (B)(4), implanted: 2001 (B)(6); product type lead. (B)(4).